Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During prep, a "defective impella catheter" alarm presented. The nurse attempted to remove and replace the plug, resulting in the same alert. The impella was removed and replaced with another impella. Case proceeded with no further reported complications.

Manufacturer narrative:
D4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, conclusion codes and component codes were updated accordingly based on the completed investigation. Investigation summary: the device was not returned; therefore, an evaluation/analysis of the device was not possible. However, data logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the pump passed all the post sterile inspection checks. Regarding, pump not detected, clinical details stated that when plugging in the impella cp, there was an "impella defective" alarm. Unplugging and replugging the pump in did not resolve the issue. The log review confirmed an impella defective alarm and indicate that there was a lack of response from the epm because it did not receive any response from the pump eeprom. A new pump (sn (B)(6) was successfully connected to the console shortly after. The cause of the pump not being detected was not determined since product was not returned.